Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of cellulitis and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis and capsular contracture, baker grade unknown.

Event description:
Patient reported right side nipple discharge, fever, cellulitis and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event infection.

Event description:
Healthcare professional later reported deflation, complication, and seroma. Healthcare professional later reported "culture was positive, infection from seroma".